Event description:
(B)(6) home health registered nurse reported issues with pump, error code 20 empty lithium battery. Registered nurse was able to do infusion with gravity supplies, will need new pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cerezyme sdv - 1200 units. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - unknown. Is device associated with event available for return? - unknown.